Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(4) 2011, by the end user, during an evlt procedure, the laser fiber fractured inside the tre sheath. Laser energy was delivered to the site of the fracture burning a hole in the tre sheath. This break occurred outside the patient. The physician who was performing the procedure immediately stopped the energy transmission of the laser generator and removed the fiber/tre sheath assembly from the patient. Physician completed the case with another new of the same device. There was no harm or injury to the patient.